Event description:
It was reported that the powder pouch was opened before use so the powder came out of the pouch. Clogging caused by the powder while using renasys. It happened during ent.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause include blockage or damaged component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G1 MDR reporting contact name and address and phone number.